Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was used as off label. This was the only df4 in the system that have not done testing. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).